Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the retractor frame doesn't hold in desired position. There was a report of a sixty minute surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: article 03.615.100 lot no. T979683. The investigation of the complaint retractor frame has shown that the article does not hold when the mechanism is locked. After dismantling of the instrument, it was detected that the edges of the tooth wheels are worn out. We do believe that the edges are worn out due to multiple uses of the instrument. The retractor frame was analyzed for conformance to print specifications as well as the device history record was researched with no abnormal findings identified. Further investigation has shown that the instrument was manufactured in october 2012 according to the specification. As no product fault could be detected, no further action is required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth: unknown date in 1955. Patient weight: reported as (B)(6). Device instrument and is an is not implanted/explanted. Date returned to manufacturer: unknown date per decontamination form. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device was received on (B)(4) 2015. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.